Event description:
It was rpoerted that during device preparation it was noted that the shaping ribbon in the tip of the filter basket seperated from the tip ball. The accunet was not used and there was not pt involvement.